Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of multiple back operations. It was reported that the patient was in an accident a long time ago ((B)(6) 2007) and their seat belt pulled the wires from the ins so they know what it feels like. No further complications were reported or anticipated.